Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was an egm anomaly and had trouble retrieving certain egm records. The problem was discussed with tech services and instructions were given to resolve the matter. The device remains implanted.